Manufacturer narrative:
Device received with minor scratches on display window, detached and missing reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached and missing retainer. Unable to perform displacement test due to detached and missing retainer. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the display screen was not readable due to scratch especially at night . No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.